Event description:
A (B) (6) male patient contacted lifecor customer support to report that the battery pack would not start the monitor. He stated that when the battery pack was placed on the charger the "battery pack fault" led illuminated. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.